Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 433mg/dl as insulin pump died for 10 minutes. Customer's current blood glucose was 408 mg/dl. Customer also experienced dry mouth. Customer stated that when insulin pump dies it loses connection from meter. Customer declined troubleshoot for high blood glucose. Insulin pump will not be returned for analysis.